Event description:
Customer was hospitalized for low blood sugar levels. Troubleshooting was done and the pump is operating as designed. The customer stated that the basal rates currently set to zero until they can verify with the md about what the basal rates should be. No further details.